Manufacturer narrative:
(B)(4).findings:unit passed the rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, unit received with minor scratched lcd window. Unit received with missing end cap sticker. Unit received with broken reservoir tube lip .

Event description:
It was reported that the customer had a motor error alarm on insulin pump. The customer's blood glucose level was 79 mg/dl. The insulin pump was returned and analyzed. They have found that their was no motor error alarm and the motor was tested outside the device and passed. No further information was reported.